Event description:
It was reported that the customer changed the battery in the insulin pump but the insulin pump did not recognize the battery change. The customer stated that the insulin pump did not work until the battery was changed again. The customer's blood glucose was over 400 mg/dl. Troubleshooting was done. Explained issues that deplete battery life. Advised customer that a replacement battery cap would be sent. Explained to call back if the issue continued. Advised to revert to back-up plna per healthcare provider's instructions if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.